Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal ramus. A 2.75 x 12mm promus premier stent was advanced to treat the lesion but it was unable to cross the lesion. The physician retracted the stent from the unspecified guide catheter and the device was removed from the patient's body. Upon inspection of the device, it was noted that the last two proximal stent struts was flared. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status was fine.